Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown distal femur lateral locking plate/screw construct/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter address: (B)(6). H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: kojima ke, munari bm, kubota bs, zanesco l, proença ds, leonhardt mc, silva js. Radiographic evaluation of immediate loading safety after surgical reduction in acetabular fractures: a comparative-retrospective study. Acta ortop bras. [Online]. 2022;30(2) esp.: page 1 of 6 (brazil) . The goal of this study was to examine a population of patients with high-energy distal femur fractures treated with lateral locking plate to determine the incidence and risk factors of complications. Between 2012 and 2018, 47 patients with type a and type c distal femur fractures, open reduction and internal fixation with lateral locking plate were included in the study. There were 41 men and 6 women, and their mean age was 38.9 ± 12.9 years. All patients were fixed with a stainless-steel unknown synthes lateral locking plate. Weight-bearing as tolerated was allowed during the postoperative rehabilitation. Complications were reported as follows: 13 male patients had deep infection. 1 female patient had deep infection. 9 patients had nonunion. 1 patient had nonunion due to implant failure. This report is for the unknown synthes distal femur lateral locking plate/screw construct. A copy of the clinical evaluation form is being submitted with this regulatory report. This is report 1 of 1 for (B)(4).